Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected rewind anomalies noted. Device primed properly. No unexpected low battery alarm anomalies noted. No unexpected failed battery alarm anomalies noted. No unexpected e/a alarm anomalies noted. No motor error alarm noted. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had diminished battery life, had rejected new batteries, the insulin pump had scratches and was hard to read, had unusual grinding noise, the insulin pump made grinding noise during rewind, rewind was slower, insulin was squirted out during priming, had motor errors, button error and a and e code errors and the keypad was unresponsive. The customer's blood glucose level was unknown. The insulin pump will not be returned for analysis.